Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving hydromorphone [10 mg/ml] at a dose of 1.5 mg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported on (B)(6) 2017 that an alarm was not heard but confirmed by telemetry. The pump logs were checked and found that low battery reset, reset, and safe state occurred. All logs showed reset for the day of the report (B)(6) 2017 at 14:17. It was related that the patient hadn't been able to use their personal therapy manager (ptm) for a few days which was why the patient came in. It was also stated that the patient did not report hearing the alarm. No symptoms or complications were reported.